Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 67mm aaa. It was reported the patient had presented with a symptomatic impending rupture. It was reported the index procedure was successful, with regression of the aneurysm sac noted on routine follow up visits. Approx. 5 years pot procedure, it was reported the patients aneurysm began growing. The aneurysm reached 11cm in size and it was decided to perform open repair with explant of the stent graft which was replaced with a sewn in aorta femoral bypass. Per the physician, the cause of the event was due to a possible type ii and type ia endoleak with impending loss of seal proximally. No additional clinical sequalae were reported and the patient is fine

Manufacturer narrative:
Product analysis the reported endoleak and aneurysm enlargement was confirmed on the films provided; however, the exact cause of the event could not be determined. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and lack of angiograms during contrast injection did not allow for a more comprehensive determination of the endoleak source/cause. It is most likely that the observed endoleak was a proximal type ia endoleak. It is possible that disease progression with neck enlargement over the duration of implantation of the device may have been a factor in the occurrence of the endoleak and subsequent aneurysm enlargement. A type ii endoleak was unable to be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.